Event description:
Dealer called in and stated that the seat upholstery on the consumers' chair is ripped. Dealer stated she believes the issue is due to the consumer flopping down on her chair due to the lack of muscle control related to her diagnosis. Dealer stated there were no injuries associated with the incident.